Manufacturer narrative:
Result: faulty head-end potentiometer. Faulty footboard main module, and damaged motion interrupt pan.

Event description:
It was reported by service report that the bed lift did not work on the head-end and it got stuck in the upper position. It was further reported the footboard display was not visible, and the motion interrupt pan was damaged. The customer could not determine if a pt was involved or adverse consequence occurred.